Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was to be implanted to treat a bile duct leak during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the stent was too short. Another wallflex biliary rx fully covered stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect.